Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 267 mg/dl with a trace level of ketones. The customer set a temporary basal rate to address the high bg. The customer reported that the high bg was due to an illness and declined tandem technical support's offer to troubleshoot.